Manufacturer narrative:
The device is not available for analysis. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device in question was not returned to the manufacturer for investigation, therefore, an analysis could not be performed. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during photo-selective vaporization of the prostate procedure the laser would not fire, the fiber was found to be broken. No error code was displayed. The procedure was successfully completed with no patient complications related to device.